Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ crease / folding of implant: observed. As per the investigation procedure, crease and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture implant exchange. Healthcare professional additionally reported "any creases" and "any creases associated with hole" on rga. Healthcare professional later reported "result of mammogram indicated a rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported a right -side rupture implant exchange. Device explanted.

Event description:
Healthcare professional reported a right -side rupture implant exchange. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.